Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked. A review of the event history log identified syringe plunger not in place in history. During functional testing the syringe plunger not in place was found intermittently during the syringe test. The root cause of the issue could not be determined. Replaced plunger board and plunger cable and performed syringe test and all functional tests which passed. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump was exhibiting a plunger error. No patient injury was reported.